Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No lot number was provided; therefore, device history record review could not be completed. One (1) picture was received for evaluation. It can be observed that the sample had a kink in the tube. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. The most probable cause is that the product became damaged after it left the manufacturing facility. No corrective actions have to be implemented in manufacturing process since it is unlikely that the kink was caused during the manufacturing process. A notification of this complaint to the production personnel was conducted by the quality intern.

Event description:
It was reported that the physician had to squeeze the bulb on the blood tubing to make the blood infuse faster. The connection line became crimped making it difficult to infuse a bolus of blood to the patient. No patient injury was reported.